Event description:
A pt reported experience inaccurate high results with a ft meter. The pt's blood glucose results were 249 mg/dl (meter), 175 mg/dl (lab). Tests were done within 10 minutes with a difference of 42%. Pt did not not experience any adverse events. No further info has been reported.